Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 114 mg/dl. Troubleshooting was performed. Customer stated insulin was squirting out during the manual prime process. Customer stated they were unable to exit the preparing to prime loop. Customer stated that the drive support cap was normal. Customer stated insulin pump was dropped and there are cracks. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.